Event description:
It was reported, the camera head was washed in an endoscopy washing machine and was defective. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to the model number of the device and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable is swelled, deformed, failure to follow instructions. This issue can be prevented by following the IFU: "never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head was washed in an endoscopy washing machine and was defective. There were no reports of patient harm.